Manufacturer narrative:
D10: concomitant devices unknown. H3: the revision reported was likely the result of prosthesis wear of the knee prosthesis. The cause of prosthesis wear is generally a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors. However, this cannot be conclusively determined with the information provided.

Event description:
It was reported via legal documentation that approximately 59 months after a left knee replacement procedure, the patient underwent a revision procedure to address polyethylene wear, severe pain, significant scarring, swelling, effusion, inflammation, synovitis, knee popping/clunking, knee giving away, difficulty walking, antalgic gait, synovitis. No further issues or complications were reported. No additional information is available.